Event description:
It was reported that the patient underwent a discectomy. It was reported that the 2mm pituitary jaws are misaligned, and do not shut properly. It was reported that this is due to a missing pin. The pin was not left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The inferior fixed jaw is fractured and bent. The location, direction and amount of force required in order to bend the jaw, is consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.